Event description:
During a thoracoscopy the trocar sleeve 8906.052 fell apart and the tube had to be retrieved from the pt's thorax using forceps. The procedure was completed without further event. No adverse problems or subsequent complications with the pt were reported.